Event description:
It was reported by the rep that the device was used during a laparoscopic burch. It was reported the staples misfired and were shooting staples out of the side. Another was pulled to complete the case. There was no consequence to the patient.